Event description:
As reported to rex medical via argon product experience report form: (B)(6) at (B)(6) was consulted by another physician to see if an MRI scan could be safely conducted on a pt with an implanted fractured option ivc filter. The consulting physician provided (B)(6) a letter from dr. (B)(6) at (B)(6) stating that the pt had a fractured option ivc filter and that the fractured component was retained intracorporeally. (B)(6) called argon customer service to inquire about the safety of conducting an MRI scan on this pt. (B)(6) question and contact info was forwarded to me. After consulting with rex medical, I followed up with (B)(6) to inquire about the fractured filter. (B)(6) did not have any more info than what was included in the letter. That info is provided here. The device is not being returned as it remains implanted in the pt.

Manufacturer narrative:
Complaint follow up: request/review case images, videos, etc. To be provided for review. Complaint sample eval: complaint sample was not returned to for eval. Retain device eval: no device retain eval performed as no lot number was provided for product complaint. Root cause: a definitive root cause for this product complaint could not be determined due to insufficient info provided to rex medical for investigation. There was no product returned for investigation; there were no case images or videos provided for review. There was no lot number provided for the product complaint so a device history record review could not be performed to check for any manufacturing abnormalities. This product complaint is considered an isolated incident.